Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed, and it was confirmed via artemis that error 23000 had occurred and pointing to the yaw axis (pot overtravel limit, usm2, axis 1) and replicated on an in-house system and pftp. The unit was tested on an in-house system where it passed normal mode with related error 23137 present also pointing to the yaw axis (p1=0x1). The unit was also tested on an in-house pftp where it failed sensors check for the yaw and sine cycle with related error 23008 present pointing to the yaw as well (p1=0x1). The complaint was confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted total colectomy surgical procedure, the patient side cart (psc) displayed error 2300 for universal surgical manipulator (usm) 2. The customer powered down and tried to emergency power off (epo) the system with no resolution. They then disabled usm 2, docked usm 1 instead, and continued with the case using usm 1 in place of usm 2. This procedure required 3 usms. There was no reported injury as a result of this issue.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) 2 due to error code 23000 pointing to usm2 in the error logs. The system was tested and verified as ready for use. Isi received the usm for evaluation. As of the date of this report, the failure analysis investigation has not yet been completed.